Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis verified the initial report, as a result, software was reloaded.

Event description:
It was reported there was a system error. The programmer was returned for repair. No patient involvement or complications were reported.